Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2001, patient was implanted with a bard/davol flat mesh during an abdominal colposacropexy procedure for the treatment of vaginal prolapse. On (B)(6) 2006, patient was implanted with a gynecare prolift and a tvt-o sling during a cystocele repair procedure for the treatment of stress urinary incontinence. Vesica sutures were removed during this procedure. The attorney alleges the patient experienced an unspecified adverse outcome associated with the use of the device.

Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure and medical records were limited to the patient's sticker page and operative notes only. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. If additional event and/or evaluation information is obtained, a follow MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product or procedural details to bard.